Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was an area of instent restenosis. A 15/2.50 flextome cutting balloon was selected for use. During the procedure, the balloon was inflated; however, it would not hold up. Furthermore, the balloon was again inflated slowly but it does not feel it became caught on an old unspecified stent or cut an atheratome. It was noticed that the balloon ruptured. The procedure was completed with another 2.5 x 10 flextome. No patient complications were reported.